Event description:
Trinity revision after 14 days due to infection.

Manufacturer narrative:
Device details, pt notes, pathology reports, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Device manufacturing records to be reviewed. Please note this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.